Manufacturer narrative:
Ref comp (B)(4).

Event description:
On (B)(6) 2023, fujifilm healthcare americas corporation was informed of an event involving eb-530t. It was reported that the lens is broken. In addition, airway endo tracheal tube became clogged with blood. Endotracheal tube changed with a 7.5 size. Provider forced scope in a tube that was too small.